Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm a type 3b endoleak of the main body stent clinical was not able to confirm a type 3b endoleak of the proximal extension. The clinical assessment was based on no medical records and sub-optimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices were returned and the evaluation was able to confirm a fabric breech in the bifurcated stent and due to explant damage the proximal extension was not able to be evaluated. There was not enough information provided to determine if any contributing factors contributed to the reported event.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been received.

Event description:
Patient initially implanted on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. The patient had a post operation follow up on (B)(6) 2013 and there was not an endoleak present. In (B)(6) 2014 a follow up showed an endoleak at the bifurcation without aneurysm sac growth. An additional scan on (B)(6) 2016 was completed and aneurysm sac growth was seen. The physician elected to explant the devices on (B)(6) 2016. The patient is stable.